Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 650 (mg/dl) and diabetic ketoacidosis. Customer administered boluses with the pump to treat their bg levels; however, their bg levels remained elevated and the customer was admitted to the hospital. While in the hospital, customer was treated with intravenous insulin. Reportedly, customer stated that they had dropped the pump 1 month ago, but indicated that they did not notice any damage. Troubleshooting with tandem technical support on 08/18/2016 indicated pump was performing as intended. Customer was released from the hospital on (B)(6) 2016 and reverted to insulin injections for diabetes management until (B)(6) 2016.